Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and motor piston encoder error in alarm history. Customer¿s blood glucose level was 166 mg/dl. Customer reported that the drive support cap was normal. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.